Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid (both at unknown concentrations and doses) via an implantable pump for spinal pain. It was reported that in (B)(6) 2016 the hcp overdosed the patient at a dose adjustment. It was noted that she was having a lot of spasms after her previous refill so the hcp was going to double her dose since the pump was set so low. It was indicated that after that adjustment she woke at thirteen minutes to 4 in the morning and called the hcp as she was experiencing hallucinations, sweating head to toe, shaking all over her body, didn't know where she was, and that when she got up to use the bathroom she almost hit the floor and was hitting the walls on the way to the bathroom. It was noted that the patient had a cane to walk. The patient saw the hcp the next day and he said that he didn't double the dose but quadrupled it and told her that she should have gone to the ER since he was not on call to deal with the issue at the time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.